Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The phenomenon was presumably caused by an accidental defect of the diaphragm control. The diaphragm opened and became uncontrollable, resulted in light adjustment failure, and led to the phenomenon. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the issue has been occurring intermittently over the past two months. Since the customer had a 180 series scope to test , tac instructed the customer to reseat the maj-1941 cable. The customer was able to adjust the intensity setting on the clv-190 in manual mode successfully. In addition, the customer mentioned that when in auto brightness mode, the system can auto adjust. However, the middle of the image was brighter than the perimeter. Tac instructed the customer to bring the same scope and maj-1430 cable to another room to perform the same test. Afterwards, the customer stated that the image improved but not drastically. The customer was unable to confirm the type of xenon lamp installed on the light sources. Tac advised that the intermittent issue was the most difficult to trouble shoot because the issue could be related to the scope, maj-1430 cable, light source, cv-190, maj-1941 cable or the communication cable. Tac mentioned that since the issue was not duplicated at the time of call, the next step was to determine the lamp installed. If the lamp was not an olympus product, a replacement of an olympus lamp would be required. Furthermore, tac suggested exchanging the lamp and heatsink assembly from one clv-190 to another. The customer later reached out via email and denied further assistance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source has intermittent brightness issue. The intensity becomes too dark and too bright occasionally. The procedure was aborted as a result of the malfunction. There was no patient harm or user injury reported due to the event.